Event description:
On (B)(6) 2009, a male pt underwent evar to treat abdominal endovascular aneurysm. During deployment of the flex main body graft, the surgeon went to remove the first trigger wire from the delivery system and the plastic ring attached to the wire detached from the wire itself, leaving the trigger wire still connected. The surgeon used a vascular clip to clamp the end of the wire and pull it off the delivery system. The customer did not retain the broken trigger wire, they discarded it during the procedure. The patent outcome is unk as not provided by reporter.

Manufacturer narrative:
Exp unk as lot is unk. Unk if the device was implanted or was not provided by reporter. (B)(4). The development of all zenith devices successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. The specific zenith device used in this case is unk at this time. The device used in this case is believed to be a z-trak flex main body because of the following rational: the date of usage and products sold in the region, documentation in the product complaint notification from the local cook rep, and the history of this failure mode with z-track devices. Add'l info has been requested, but not provided. For purposes of this report, the device will be assumed to be a z-trak flex main body device. Loading inspection requires confirmation of the trigger wire security within the trigger grip. It is feasible to suggest that the trigger grips used on this device were built prior to a vendor's change which addressed this issue. The vendor, implemented change on (B)(6) 2009, which specified that the thorough hole shall be centered and tolerances were added, reducing the likelihood that this failure mode will occur in the future. The failure mode assigned to this case is separated. This failure mode was determined based on the provided event description. A definitive root cause cannot be determined at this time. If add'l info regarding the event or the device used becomes available in the future, this report shall be amended at the appropriate time. We will continue to monitor for similar events.